Manufacturer narrative:
Ekos received a report that unspecified alarms were occurring on one of two control units in a bilateral pe case, recorded as cer (B)(4). This corresponds to mw 5059784, filed by the customer. The customer reported serial number (B)(4) for the catheter kit, but the customer's mw 5059784 reported serial number (B)(4), which is a few digits different. Review of the event log for the alarming control unit confirmed that the group elements began wearing out in the catheter. This resulted in an "all msd disabled" alarm. The event log documents that the ekosonic control system managed the catheter as designed and stopped ultrasound when an operational parameter was exceeded. The total ultrasound time delivered was 19 hours 4 minutes. The customer reported they had turned off the control unit but infusion of the lytic agent continued as ordered. Ekos advised the complainant to notify the physician of this status. At the time of the initial report to ekos, the patient was said to be good. When an ekos representative followed up with the customer they were told the patient outcome was positive. The catheter from this case was not returned so a full investigation could not be conducted. Review of the manufacturing records of ekos serial no. (B)(4) indicates the product was manufactured according to specifications and met all acceptance criteria. Ekos would not consider this event MDR reportable. However, mw5059784 was received from FDA on feb. 26, 2016. Therefore, ekos is filing this MDR within 30 days of receipt of the medwatch. Hospital did not save the catheter.

Event description:
According to the nurse reporting in medwatch mw5059784: "ekos ekosonic ultrasound endovascular catheter machine was in use on pt and around 0700 on (B)(6) 2016, the machine alarmed 'all hds off'. Company called and they said us catheter was shot, turn off machine, decreased coolant to '10 ccdln'. These steps were completed. Physician and radiologist notified. Pt taken to radiology around 0845. Catheter removed. Was due to be removed in the am. No complications. Route: right groin. Reason for use: pulmonary embolism. Dates of use: (B)(6) 2016 approx. At 0524 to (B)(6) 2016 approx. At 0850."